Manufacturer narrative:
Product analysis #(B)(4):failure investigation performed by joshua elkins: one newport ht70 ventilator was received in fi. The reported symptom was verified. After the unit was powered on, it was observed that the unit was on power save mode. Since it was in power save mode, the display went blank after approximately 2 minutes of inactivity. Afterwards, the screen could not be brought back to view by pressing any of the membrane switches or touching the screen. This symptom was observed to be intermittent. The customer front case assembly was connected to a known-good ht70 test bed. The observed symptom was duplicated, isolating the root cause to the front case assembly. The customer external led dc driver board (p/n: 10139303) was placed in the known-good test bed. The symptom of not being able to exit power save mode was duplicated, isolating the root cause to the led driver board. Since there were no schematics of the board, no further analysis could be performed. The root cause of the reported symptom was a defective led driver board. Since this was a MDR investigation, the led driver board was retained for further analysis if deemed necessary.

Event description:
It was reported that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.

Event description:
It was reported that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.